Event description:
Before a coronary artery stenting treatment procedure a shaft break was seen. While removing the 2.25 x 20 taxus express2 drug eluting stent delivery system from the sterile bag a shaft break was seen. The procedure was successfully completed with a janus stent. No patient complications were reported. The patient status is reported as 'satisfactory/good'.